Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was at 107 mg/dl. The customer stated that they were wearing the pump while playing hockey earlier that day. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no down arrow button response due to corroded keypad traces. The functional tests could not be performed due to the unresponsive buttons. The insulin pump had a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip. The insulin pump had moisture damage on the display board and the mother board.